Manufacturer narrative:
Product ID 748251,serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2020. Product type extension. (B)(4) no longer valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that a surgical revision of the extension was scheduled for (B)(6). Unknown reason for the short. The rep was at the revision on the (B)(6). They reported patient was showing c2: ranging in 200's ohms. Caller reports patient was also feeling sensation stimulation at the lead/extension junction site. Caller reports when physician opens up the lead/extension junction site, lead was tested and all bipolar pairs show open, >10k ohms. Reports physician cleaned and wiped lead, re-testing done and impedance changed to 800-900 ohms. Caller reports physician used the old extension and ins and impedance shows 500-600 ohms, but no short values. Caller reported physician decided to explant old ins, 37602 and with 37603 using 37086-50 extension with old lead. Reports impedance in post-op range 3300, 3000, 7000, 14000 ohms - all yellow on tablet. Reports every 30 minutes he would check impedances and the impedance values dropped, 3000 ohms, all green color on tablet. Caller reports patient and patient's son had mentioned this happened in the past when patient had a lead revision done, reports the lead was on patient's right stn, unknown yea, maybe 10 years ago.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the impedances are now high after the 1/17 revision. The devices were discarded. The previous extension had to be cut in order to be removed. This information was confirmed with the account.

Manufacturer narrative:
No info for date of event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that they received a message from the patient's family member indicating that when attempting to increase the amplitude, they received an oor message. No troubleshooting was done due to lack of access to the product. No patient symptoms were reported. The patient has an appointment with their healthcare provider (hcp) on (B)(6) 2019 and will ask the hcp if they can be present to do some impedance testing. Additional information was received from the manufacturer representative (rep) reporting that the patient had interleaving programming #1 0 & 1 and #2 2 & 3, contact#2 is at 236 ohms, 0 is at 3k ohms. Patient is getting oor when increasing stimulation from 3.4 to 3.5. Rep sent in impedance information 30 3800 31 2600 32 1200.

Manufacturer narrative:
Corrected to adverse event and product problem. If information is provided in the future, a supplemental report will be issued.